Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed 43cm distal to the is4 connector pin that the lead body was found squeezed and deformed. In this region the wires of the conductor coil were found fractured, which is assumed to be the root cause of the reported high pacing impedance. Based on the characteristics, as well as the location of the above mentioned damages, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further damages such as cuts into the insulation 38cm distal to the is4 connector pin, most likely resulted from extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approximately 28 months, it was reported that the lead was extracted due to high pacing impedance.